Event description:
It was reported that; the surgeon performed a c4-6 acdf and implanted a plate. After shooting an xray it was determined that a 16mm screw in c4 was too long and needed to be replaced with a 14mm screw. The surgeon utilized the rescue driver to back the screw out. The surgeon informed the operating room team that the locking spring bar broke off as the screw backed out. Consequently, the entire plate/screw construct had to be removed and replaced. When removing the screws from c5 the locking spring bar bent at that level as well. The rep confirmed that the screw driver had been fully engaged in the screw and that the locking hub had been in the unlocked position prior to backing the screw out. The surgeon confirmed that he had performed the removal per the technique. The plate was washed and autoclaved to be sent off for evaluation.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: manufacturing files were reviewed and no anomalies were found. The plate was confirmed visually to have fractured conclusion: possible causes of the spring bar popping out include cantilever the guide during removal from plate and bending the plate over the locking mechanisms as per the (B)(4).

Event description:
It was reported that; the surgeon performed a c4-6 acdf and implanted a plate. After shooting an xray it was determined that a 16mm screw in c4 was too long and needed to be replaced with a 14mm screw. The surgeon utilized the rescue driver to back the screw out. The surgeon informed the or team that the locking spring bar broke off as the screw backed out. Consequently, the entire plate/screw construct had to be removed and replaced. When removing the screws from c5 the locking spring bar bent at that level as well. The rep confirmed that the screw driver had been fully engaged in the screw and that the locking hub had been in the unlocked position prior to backing the screw out. The surgeon confirmed that he had performed the removal per the technique. The plate was washed and autoclaved to be sent off for evaluation.